Event description:
While infusing the patient the nurse observed that the bed was wet and blood had backed up in the catheter. The doctor was notified and when the incident was investigated the line was found to be broken with part of the catheter remaining in the patient. The remaining part of the catheter was removed by the doctor with forceps. There was no adverse affect to the patient. The catheter had been secured with steri-strips and the type of prep solution used was pvp. The syringe used to flush the line was a 3cc syringe.